Event description:
It was reported that the fiber tip broke during a photoselective vaporization of the prostate (pvp) procedure. There is no report of how the procedure was completed. There were no consequences to the patient.

Manufacturer narrative:
The device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device confirmed that the fiber tip exhibits no signs of breaks/fractures. Analysis showed the glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. Based on the observed fiber findings (cap not aligned and severe devitrification), it is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of glue failure. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings. However, based on analysis results, the reported fiber tip break was not able to be confirmed as no breaks were identified. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber tip broke, after 93063 joules and 11:41 minutes of use, during photoselective vaporization of the prostate (pvp) procedure while treating a 70ml prostate gland the procedure was completed with transurethral resection of the prostate (turp). The tip was not cleaned during the procedure. There were no consequences to the patient.